Event description:
Customer reports back to back testing on the aviva system with results of 462mg/dl and 138mg/dl. No quality controls were run. No adverse event reported. The suspect product was not returned to the MFR for eval.